Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the instrument drape ring fell out. The procedure was aborted post anesthesia with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: yes ports were placed in the patient. The procedure was aborted due to the defective drape product. No patient injury or harm. No device malfunction. Due to a defective drape product, they were unable to use the system and had to switch to laparoscopic surgery. Yes, the system was inspected prior to use and no system related issue. Due to a defective drape product, surgeon was unable to use the system. This happened immediately after the start of the procedure. No post operative complications. No media available for review. Isi followed up with the initial reporter and obtained the following additional information: no port incision was increased and/or additional ports were placed due to the procedure conversion.